Event description:
It was reported that during the exploratory laparotomy for gunshot wound with splenectomy distal pancreatectomy gastric injury repair and segmental colon resection, the staple line just blew open along half its length immediately after firing the stapler and opening it. The surgeon fixed the failure with suture. A new stapler from another manufacturer was used for the colon. Additionally, the patient had retained hemothorax and video assisted thoracoscopy surgery was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.